Manufacturer narrative:
H3,h6: it was reported that a right hip revision surgery was performed due to a pseudotumor secondary to metal on metal. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup, and this failure will continue to be monitored for the cup. This will continue to be monitored via routine trending for the head, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. With the information provided the clinical root cause of the reported pseudotumor cannot be definitively confirmed. It cannot be concluded the reported pseudotumor was associated with a mal performance of the implant or implant failure. The patient impact beyond the reported pseudotumor and revision cannot be determined with the available information. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the patient underwent a primary bhr tha right hip surgery on (B)(6)2011 and subsequently suffered from pseudotumor secondary to metal on metal. This adverse event was addressed by revision surgery on (B)(6) 2017 to exchange the bhr modular head 50mm, modular sleeve +4mm 12/14 and acetlr cup hap 56mm w/ imptr. The anthology ho porous sz 8 was still in adequate condition and was cleaned. The pseudotumor encompassing all the posterior tissues and circling up around the abductors proximally and octo the lateral aspect of the trochanter was removed. The patient tolerated the procedure well. There were no complications.